Event description:
It was reported that this right ventricular (rv) lead exhibited noise and loss of capture. A surgical revision was performed, and during the procedure the physician cut the lead and removed it. No additional adverse patient effects were reported. The cut portion of this lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The clinical observations of noise and loss of capture were not confirmed, as the characteristics of the inner conductor break indicate it occurred at the revision/explant.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and loss of capture. A surgical revision was performed, and during the procedure the physician cut the lead and removed it. No additional adverse patient effects were reported. The cut portion of this lead has been received for analysis.